Event description:
It was reported by factory service that, the unit failed the 'paddle' hipot test during final release testing. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. During internal release testing of a device returned from a customer for credit, release testing indicated that a hi-pot test performed during testing failed. Replacement of the defib circuit board assembly resolved the failure. The cause of the failure is inconclusive where the failure could not be duplicated, once the circuit board was removed from the device for analysis. Note: the specified hi-pot test passed release testing prior to shipment to the customer. The device passed all testing and returned to the refurbishment pool of devices.